Manufacturer narrative:
(B)(4). The reported field event of an inability to insert the lead into the header was confirmed in the laboratory. Visual inspection identified silicone inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw thus not securing the lead properly into the header. This is consistent with the observation from the field of high pacing lead impedance.

Event description:
It was reported that during implant procedure, lead could not be connected to the ICD and high, out of range pacing lead impedance was observed. Device was replaced. The lead was successfully connected into a new device. Patient condition was good post procedure.